Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a generator change for normal eri, no capture was observed. The lead was not capturing at the highest output. On (B)(6) 2016, the lead was capped and replaced. The patient was stable before, during, and after the procedure.